Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal (umbilical) pain. The cause of the event was not reported. On an unreported date, the patient was hospitalized for peritonitis. Treatment details were not reported. The patient¿s tenckhoff catheter was removed and pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.